Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) in 2024 at a medical center with implantation of a depuy synthes vectra 4-level anterior cervical plate system spanning c3 through c6. The procedure was performed by the treating surgeon. Within weeks post-operatively, the patient reportedly experienced escalating pain, muscle stiffness, and lack of expected recovery. Conservative management, including physical rehabilitation and trigger point injections, reportedly did not result in improvement, and the frequency of trigger point injections was increased from every two weeks to weekly. Following a motor vehicle accident in 2025, cervical imaging was obtained at dynamic pain and wellness. Initial cervical x-rays reportedly showed no evidence of hardware failure; however, subsequent MRI imaging demonstrated lucency/bone loss around multiple screw sites from c3 through c6, consistent with progressive screw loosening, bone integration failure, and pseudarthrosis across the fusion construct. It was further reported that fluoroscopy performed during an urgent office evaluation documented c3 screw backout from the vertebral body, including lateral imaging and 69.8 seconds of fluoroscopy. Revision surgery was subsequently performed in 2024, during which a larger screw was reportedly placed at c3; however, the revision hardware was later reported to have failed. By 2025, the patient reportedly presented to the emergency department in acute pain crisis, and imaging with neurosurgical consultation confirmed pseudarthrosis with lucency at c3, c4, c5, and c6. A posterior cervical surgical procedure is reportedly planned as definitive correction. The reported device was identified as a vectra anterior cervical plate system manufactured by depuy synthes products inc., including plate part number 04.613.260, lot log835058, and screws identified as part numbers 04.613.516 and 04.613.568, including one 4.5 mm emergency upsized screw reportedly used during revision. The complaint alleges that the vectra anterior cervical plate construct failed to maintain structural integrity and support bone fusion across multiple cervical levels, resulting in progressive screw loosening/backout, lucency/bone loss, pseudarthrosis/failed fusion, ongoing pain, and the need for revision surgery. The reported diagnosis was hardware failure of the anterior column of the spine.